Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the witness prompt control was not working for dispensing and returning control substance. A technical support specialist (tss) dialed into the server, checked the device settings and all were good, pulled device event report to view remove and return activities and found few medications identification were without appropriate witness prompt for either remove or return. The tss emailed the findings to the customer, advised that the medications required to set with witness prompt in facility formulary and proceeded to close the case as no further update received from the customer. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the witness prompt control was not working. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.